Event description:
Litigation papers allege patient was revised. No further information available at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.